Manufacturer narrative:
Updated fields- b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that during operational testing observed no ECG signal from cs300 on all lead selections. Returned on 1011/2024 and installed and calibrated front end board to factory specification. Corrected ECG signal detection failure and operational to specification. The following investigation was performed by carl famulare,technician of the maquet failure analysis and testing dept. (Fat).the failure analysis and testing dept. Received part pcb front end module with a reported unit failure of no ECG signal.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part pcb, front end module into cs300 test fixture and tested the board to factory specifications per the cs300 service manual.the fat observed that an ECG was not observed on the display.the fat replicated the complaint of no ECG signal.the fat then proceeded to inspect the board once again (after stating above that the board was in good condition) under a microscope suspecting that some kind of liquid may have caused the no ECG signal that the naked eye would not pick up on.the fat observed some kind of substance on component u9, and then found a substance on component r91 which is consistent with saline.the surrounding components also looked affected.these components are in the ECG generating circuit of the board. The reason for no ECG observed, was the saline spill on the board.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operational testing, the cs300 intra-aortic balloon pump (iabp) had no ECG signal. There was no patient involvement reported.